Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred on for wearable with lot number 1523100165. However, a wearable with lot number 1523094130 was returned for evaluation. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. An external visual inspection was performed and passed due to sensor wire being attached to wearable. The allegation was not confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.